Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope image was flipped upside down. The image went on and off on the screen. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly, and noises were heard during testing and confirmed as binding. Failure analysis investigations did not confirm or replicate the customer reported complaint of image going on and off on screen. Additional observation(s) not reported by site: the camera instrument adapter was removed from endoscope housing and evaluated and found with adapter shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was tested and place on an in-house system for cable testing failed due to wahoo paddleboard (wpb) defect. The complaint was partially confirmed by failure analysis. The probable root cause of this binding is attributed to component susceptibility to increased friction, and the probable root cause of image going on and off could not be determined since the issue was not replicated or confirmed.

Event description:
Refer to h11 for follow-up information.